Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is related to synthes (B)(4). This complaint is about the removal of the 2 screws during a synthes complaint: on (B)(6) 2015: adding 4 screws in vertebrae. On (B)(6) 2015: removal of 2 screws of depuy (viper system) because they were touching the nerve. Removal of the pedicle screws on the right due to the apparition of a paresis and hypoesthesia in the right foot in the territory of l5 (no hematoma but suspicion of a radicular conflict with the pedicel screws).